Event description:
It was reported that pacing impedance measurements for this right ventricular (rv) lead increased from the 600 ohms range to the 1,400 ohms range. Surgical intervention was undertaken 5 months later. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.